Event description:
During a lead reposition procedure for perforation in the apex, the device exhibited possible output stage damage which is indicative of lead damage. It was later reported that the lead insulation was damaged during the reposition procedure. An arc mark was also noted on the device can. The lead and device were explanted.